Manufacturer narrative:
An event regarding a revision involving an unknown hip was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because medical records were not provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Letter received from an attorney alleging that patient had hip explanted on (B)(6) 2015. Unknown hip implants were revised for unknown reason and attorney is requesting devices be returned.

Manufacturer narrative:
Additional information is not available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
Letter received from an attorney alleging that patient had hip explanted on (B)(6) 2015. Unknown hip implants were revised for unknown reason and attorney is requesting devices be returned.